Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to a procedure the images were not properly merged. The data sets were far away from each other during the automatic fusion process. The user needed to drag the data sets closer before attempting the image fusion. No patient known involvement or procedural delays were reported with this event.

Event description:
It was reported that prior to a procedure the images were not properly merged. The data sets were far away from each other during the automatic fusion process. The user needed to drag the data sets closer before attempting the image fusion. No patient known involvement or procedural delays were reported with this event.